Event description:
The hcp reported that the pump was in safe state and showed low battery and reset occurred. A pump update was attempted, but the pump continued to show safe state and low battery. Another attempt was made to update pump, but messages reoccurred shortly thereafter. The patient was experiencing baclofen withdrawal. The hcp was considering a pump replacement.